Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer¿s blood glucose level had been running high. The customer¿s blood glucose level during the incident was over 500 mg/dl. The customer¿s current blood glucose level was 356 mg/dl. The customer had symptoms such as vomiting, nausea, and abdominal pain. The customer had treated the high blood glucose with a bolus and manual injection. Troubleshooting was performed and insulin exited without incident. It was found that the infusion set¿s cannula was bent. The insulin pump passed the occlusion test. The customer was advised to change the entire set, reservoir, and insulin and treat per health care professional¿s instructions. The device will not be returned for analysis.